Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator delivered several inappropriate anti-tachycardia pacing and tacky shocks due to 4 suspected episodes of supraventricular tachycardia with rapid ventricular response. Patient has single chamber device so it was unable to conclusively determined if this was an atrial driven arrhythmia. The patient was asymptomatic during the shocks. Therapy was exhausted in one of the episodes. This device remains in service and medical intervention was given as patient started with amiodarone. Additionally, the ventricular rate has been better controlled without the device being reprogrammed. No additional adverse patient effects were reported.